Manufacturer narrative:
The hill-rom technician found the left head caster was the issue. The technician replaced the left head caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom rec'd a report from a hill-rom technician stating the brakes were not holding. The bed was located at the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).